Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement. Product complaint # (B)(4). Investigation summary : examination of the returned device finds sufficient evidence to confirm the reported dislocation event. Device error was not however identified. It is noted that the patient was involved in an automobile accident prior the reported problems. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 2729792. The device manufacturing records have been reviewed. No related deviations or anomalies were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Corrected: h3.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient correspondence: "my fiance had a hip replacement in 2009 and it recently came out of the socket requiring surgery to put back in place. How likely is this to happen given the short period to time since it was installed? What's the expectancy of the joint? She is (B)(6). She is told that a new liner needs to be installed with another surgery. How common is this? Thanks for your time in advance." Update rec'd 1/16/17- patient responded and stated that she was involved in a car accident in (B)(6) 2016. This caused bruising, soreness, and a bump. Two weeks later, her hip popped out and ripped through the muscle and emergency surgery was needed. The patient states she will need a final surgery to replace the liner to prevent future dislocations. At this time, it is currently unknown if depuy products were involved. Additionally, it is unknown which products were involved in the aforementioned (B)(6) 2016 surgery. Update rec'd 1/30/2017- per phone call with patient, she is going to return the removed implants so they can be reviewed by engineers. Once implants are inspected, please return products back to her. Update 2/08/2017- authorization forms which were sent to the surgeon were returned to depuy as undeliverable. No forwarding address was supplied. Update 2/27/2017- patient called and let us know that she has been revised. She has the removed implants and sent product photos. Photos of the head and liner have been attached. If they are determined to be depuy implants, the complaint will be updated. Update 2/27/2017- medical records received from hospital. Update received 2/28/17. Product and lot numbers have been identified, as well as the initial implant date.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.